Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured on the calcified lesion during the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant and the advancer tube were found inside the shuttle cartridge. The balloon had exposure to blood which indicated the device had been inserted into a procedural sheath. The procedural sheath was not returned for evaluation. Per functional analysis, inflation testing was performed on the balloon of the returned device. The balloon could not be inflated partially due to the catheter¿s lumen being clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon could not be inflated for examination. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed due to the condition in which the device was received. Multiple attempts were made to unclog the lumen of the device without success. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the reported calcification, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured in calcified lesion during procedure. There was no reported patient injury. Additional procedural details were requested but are unknown.